Event description:
Reporter alleged discrepant back to back blood glucose results of 127 mg/dl versus 255 mg/dl when testing was performed at the same time. Customer stated having no blood glucose symptoms at the time. As a result of the comparison, no actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.